Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the cartridge was attached and firing was performed by usual operation, but the firing advanced only a little bit and would not proceed further. The procedure was completed with another device. There was no patient injury.